Event description:
It was reported that with the bronchovideoscope the screen flickers during angulation adjustment. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
E1 field: establishment name and address 2: due to limitation of text characters added here: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure of screen flickers during angulation was confirmed. In addition, it was identified during the device evaluation that the biopsy forceps could not be inserted through. The probable cause was due to the tip of the treatment tool or brush being bent or worn, and it is possible that the condition of the treatment tool or brush is the cause of the blockage. Based on the results of the investigation, and since it has been confirmed that the light guide bundle was broken and weakened, it is presumed that external stress has been applied, and it is possible that this has caused damage to the image sensor unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.